Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient stated that upon removal of the sensor pod, the sensor wire was not present. Patient furthered that she had a bump on her abdomen, where she usually inserts the sensor. At the time of contact, the patient did not report any injury or medical intervention.